Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer and her mother reported via phone call that the insulin pump alarmed failed battery test. The customer was unable to press the act button to rewind the insulin pump. The battery on the insulin pump died and she was unable to remove the battery cap off. Customer's blood glucose level was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected failed battery alarm during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot and cracked battery tube threads.